Event description:
A shunt system, which consists of a ventricular catheter, a valve, and a peritoneal catheter, was implanted in 1999. After 4 weeks a CT scan was performed. No reduction of the ventricle was noted. User facility felt this was due to insufficient flow. The shunt system was removed and replaced.